Manufacturer narrative:
(B)(4).

Event description:
It was reported that during npwt utilizing renasys touch and flat drain kit, the message of blockage alarm was displayed on the screen. Air was taken in by piercing the filter part of the t-piece with a needle and the alarm stopped.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.